Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's home monitoring system detected a fault code, indicating voltage too low for projected remaining capacity. Technical services was consulted and discussed device replacement. Device memory was saved to a disk for further analysis. Upon review, the analysis confirmed the observed fault code and device replacement was recommended. The data indicated with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the device was returned for reliability analysis.